Manufacturer narrative:
(B)(6). Drive wheel detached from the tdx sp2 base whilst client drove home from birthday party. Repair service say there was no lock-nut on the chair when it came from the factory. I am unsure how the drive wheel can come off as there are 5 hex-bolts usually. No injury reported. Chair repaired and sent back to client. (B)(6) informed for information as last known report is (B)(4) on the harrier. The tdxsp2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).

Event description:
(B)(6). Drive wheel detached from the tdx sp2 base whilst client drove home from birthday party. Repair service say there was no lock-nut on the chair when it came from the factory. I am unsure how the drive wheel can come off as there are 5 hex-bolts usually. No injury reported. Chair repaired and sent back to client. (B)(6) informed for information as last known report is (B)(4) on the harrier. The tdxsp2 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).